Manufacturer narrative:
This report is for one (1) unknown 1.6mm guide wire/k wire which stuck in the insertion guide. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. (510k): unknown, as specific part and lot numbers for guide wire/k-wire is not provided. Without a lot number, the device history record review could not be requested. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the proximal humerus on (B)(6) 2017 two guide blocks (properly named insertion guides) did not accept guide wires as expected, causing an intraoperative break of a guide wire and a surgical delay of twenty (20) minutes. Reportedly the surgeon has inserted the plate and placed the insertion guide as an extension off of the plate per procedure in an effort to estimate where to implant the plate. When the surgeon placed the 1.6mm k wire through the proximal hole in the plate and into the patient's soft tissue, when he attempted to remove the guide wire, it became stuck. The surgeon was unable to remove the guide wire; it got cold welded in the insertion guide. When attempting to remove the wire, it was broken off in the surgeon's hand leaving a fragment of the guide wire still wedged and stuck in the insertion guide. The surgical staff grabbed another set containing a second insertion guide and attempted to pass a second 1.6mm guide wire but it would not fit through the device. Two additional 1.6mm guide wires were used but they would not pass through the device as expected. The surgeon then successfully used a 1.25mm guide wire which passes through the device as expected. Due to the intra-operative device failure, the surgery was delayed by twenty (20) minutes. To compensate for the delay the surgeon multitasked while he was making attempts to insert the guide wires. Eventually, the surgeon was able to get everything in line. The humerus plate and nine screws were implanted with no additional medical intervention or harm to the patient. No unanticipated x-rays were required. At the end of the surgery, the patient was noted to wake up from anesthesia with no issues. There is no additional patient information available. Concomitant devices reported: 1.25mm k-wire (part # unknown, lot # unknown, quantity 1) this report is for one (1) unknown 1.6mm guide wire/k wire which stuck in the insertion guide this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Customer quality (cq) engineering investigation: this complaint is confirmed. One insertion guide was received with a piece of an unknown broken wire lodged in it. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. The returned insertion guides are devices in the 3.5mm lcp proximal humerus plates system indicated for complex fractures of the proximal humerus (fractures and fracture dislocations, osteotomies and nonunions of the proximal humerus, particularly for patients with osteopenic bone). Instructions for use can be found in technique guide. Visual inspection a distal portion of the unknown wire is lodged inside the returned insertion guide with lot number 3461003. The wire is also bent the outside diameter of the unknown wire was measured at cq (micrometers om521) and ranged from 1.581mm - 1.591mm. Therefore, it is most likely that the hole in the insertion guide has a burr which caused the complaint but it cannot be verified since the wire is lodged in it. A review of the device history records was unable to be performed since the lot number was unknown. A drawing review could not be performed as the part# is unknown. Most likely due to cumulative wear resulting in post manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.